Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no reported adverse impact. Initially, the customer was instructed to plug the wall adapter into a functional outlet for at least 30 minutes, but the pump still did not charge. Attempts to resolve the issue with different wall adapters and charging cables were unsuccessful. Customer continued to use the pump for insulin delivery.